Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro 2 device self-activated and would not turn off even though the jaws were open. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review could not be performed as the product lot number is unk. Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the cold jaw was dislocated and the tool would not fully close when the toggle was actuated. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. Based upon the eval results, the reported complaint could not be confirmed for self-activation and remains activated; however, it was confirmed for the bent jaws and failure to close. (B)(4).